Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the gastric venous during a band ligation procedure performed on (B)(6) 2021. During the procedure, "the band was detached". The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts. The reported event may imply the bands deployed prematurely. Note: according to the complainant, the speedband superview super 7 device was used in the gastric venous. However, per the speedband superview super 7 multiple band ligator instructions for use, the device is not intended for ligation of esophageal varices below the gastroesophageal junction.

Manufacturer narrative:
Additional information: b5, (describe event or problem), h6 (device codes) block h6: medical device problem code a150103 for the reportable issue of band detached during procedure. Block h10: investigation results the returned speedband superview super 7 device, and visual evaluation noted that handle assembly and the ligator head were returned with the device. The suture was intact in the ligator head and the suture hole did not have any visual damage. It was observed that the trip wire was kinked and there were seven bands attached on ligator head. However, the velcro strap was torn/broken. Microscope examination was performed and it was observed that the ligator head teeth were in good condition. Functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No damage observed to the handle assembly and no other issues with the device were noted. This failure is likely due to problems traced to manufacturing process. An investigation of this problem found 3 velcro strap breakages occurred during manufacturing at the initial point of use when being inserted into the knob assembly. All devices with the associated velcro batches were removed from the production line upon initial discovery. All subsequent velcro vendor batched used demonstrated 0% strap breakages during pull testing with a specification requirement of a minimum break force of 4 lbs. Therefore, the most probable root cause is manufacturing deficiency. The investigation to address this problem has been completed. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was not used per the instructions for use (IFU)/product label, as the device was performed in the gastric venous which is outside indications of use. The speedband superview super 7 multiple band ligator is used for endoscopic ligation of esophageal varices and anorectal hemorrhoids.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the gastric venous during a band ligation procedure performed on (B)(6) 2021.during the procedure, "the band was detached". The procedure was completed with another speedband superview super 7 device.there were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts. The reported event may imply the bands deployed prematurely.note: according to the complainant, the speedband superview super 7 device was used in the gastric venous. However, per the speedband superview super 7 multiple band ligator instructions for use, the device is not intended for ligation of esophageal varices below the gastroesophageal junction.**additional information received on (B)(6), 2021**it was reported and confirmed that the velcro strap broke off and was detached from the device. As there is no reportable allegation against the device itself and there was no serious injury, boston scientific no longer considers this to be a reportable event.